Manufacturer narrative:
The device history record (DHR) for the reported lot number was reviewed and indicated that the product was released accomplishing all quality standards. The equipment was reviewed for malfunctions or issues that could have contributed to the reported condition, but no such issues were observed during the review. There was 1 (opened) sample received for the evaluation. All pieces were visually inspected, and the reported condition is confirmed. The 6m root cause analysis did not identify any issues with the manufacturing process for the needles that would have caused this reported issue. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the needle was unable to attach to a syringe because the luer portion was cracked/jagged looking and was melted to the package.